Manufacturer narrative:
There is no documentation to show a causal relationship between the patient¿s hospitalization for encephalopathy and peritonitis and subsequent seizure and the liberty cycler/liberty cycler set. Additionally, there are no reported allegations of a malfunction against the cycler or cycler set. There is a temporal relationship between encephalopathy and the negative uf after pd treatment (as reported by the patient) and the refusal to complete ccpd therapy on the cycler for two days prior to hospitalization. Insufficient or incomplete pd therapy led to the increase in uremia which resulted in the encephalopathy. The cause of the peritonitis was a breach in aseptic technique as stated by the pdrn. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Information in the complaint file and 20 pages received medical records reviewed. The patient was admitted to the hospital and later that day experienced a seizure. A code was initiated and the patient was intubated for airway protection, a short course of cardiopulmonary resuscitation was completed and the patient was transferred to the intensive care unit. An electroencephalogram (eeg) showed severe encephalopathy and a head computed tomography (CT) showed no evidence for acute intracranial pathology. The patient continued to be encephalopatic likely due to uremia with improvement with pd (unknown if ccpd or capd). The suspected contributing factor to the seizure was the non-compliance with taking prescribed keppra in addition to the patient¿s encephalopathy. The patient was extubated on (B)(6) 2017 and transferred to the floor on (B)(6) 2017 as his mental status slowly improved. The patient¿s pd fluid culture showed no growth with 702 leukocytes on (B)(6) 2017 and was treated with empiric antibiotics, intravenous (IV) cytoxan and IV vancomycin for 7 days (dose and strength unknown). A repeat pd fluid culture on (B)(6) 2017 still showed no growth with 8 leukocytes. The patient¿s condition improved and on (B)(6) 2017 he was discharged to home and prescribed vancomycin intraperitoneal (ip) for 7 days (dose and strength unknown). The patient has resumed ccpd therapy on the liberty cycler with no additional reported issues.

Manufacturer narrative:
The alleged sample was not returned to the plant for investigation. The lot number is unknown. A search was performed for all lots delivered to the patient for during a three month timeframe. All companion samples have been sold or distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis nurse reported that a peritoneal dialysis patient was hospitalized on (B)(6) 2017 for peritonitis. The reported cause of the peritonitis was the patient not following aseptic technique. The peritoneal dialysis nurse reported that the patient was experiencing confusion and hit the disconnected tube to a non clean surface and contracted peritonitis. The patient was admitted to the hospital on (B)(6) 2017 and discharged on (B)(6) 2017. Patient medical records have been requested.